Event description:
The customer reported that the rubber gasket that covers the light chipped and fell in the sterile field during a surgery. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
Maquet field service technician (fst) inspected the device and found it sustained damaged from apparent collisions with other devices in the room. Maquet believes the deterioration of the peripheral seal was the result of these impacts damaging the seal and/or enabling cleaning solvents to contact the seal. The customer declined service from maquet in replacing the affected gasket on their lights. The customer opted to order the repair parts and perform the replacement themselves. The powerled operating manual recommends users "check the light heads for impact marks and any other damage" on a daily basis prior to use. Maquet medical systems USA submitted this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.